Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled lead explant procedure. The patient had undergone knee surgery a few months back and developed a persistent staphylococci infection. A tee was performed and it was noted that there was some vegetation on the right ventricular (rv) lead. The patient was not dependent and paced <1% of the time. When the physician attempted to extract the rv lead, the patient's rhythm became erratic, then went asystole. The physician tried to place a temporary pacing wire but could not get past the ra. The physician tried pacing in the ra with the temporary pacing wire but could not gain capture. Physician attempted to place a new lead but again was unable to pass through the ra. Another physician placed a temporary pacing wire through the femoral but could not gain access. A 7fr introducer was also used but again was not successful. A fluoroscopy was performed and revealed no tamponade. After 45 minutes of cardiopulmonary resuscitation efforts, the patient deceased. The cause of death was unknown. There is no known allegation from a health care professional that suggests that the death was device related.